Event description:
It was reported during a case the unit alarmed for a ventilator failure. There was no patient injury reported.

Manufacturer narrative:
Upon checking the device on-site, the dispatched dräger technician identified problems with the ventilator motor and replaced it, consequently. The device passed all consecutive tests and could be returned to use. An in-depth evaluation of the replaced motor was not considered necessary because the failure mechanism was evaluated in detail during earlier complaint investigations with the same nature: wear-and-tear related abrasion of the collector disc results in development of positions where the motor does not provide mechanic power due to contact interrupts to the carbon brushes; speed fluctuations will be the consequence. These speed fluctuations may result in a deviation between intended and expected piston position. To prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extend which enables the user to finish the particular surgical procedure. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component after approx. 15 years of use; no patient consequences have been reported. The repair exchange has fully solved the device problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.